Event description:
Facility alleges a blood leak occurred at the satrt of a dialysis treatment. Dialysis was discontinued and the blood was not returned to the pt. Estimated blood loss 224 cc's. Blood loss was due to blood left in the dialyzer and blood lines when discarded. No serious injury reported as a result of this incident.